Event description:
After withdrawing the cannula introducer, the needle broke next to the plastic cuff.

Manufacturer narrative:
Conclusions- a root cause analysis could not be performed since the sample was not returned for evaluation as it had been destroyed by the hospital. The device history was reviewed for reported lot number 5301856 and no irregularities were noted during the manufacture of this lot. Attempts are being made to obtain additional information regarding this incident. If additional information is received, a supplemental report will be submitted.